Manufacturer narrative:
(B)(4). The customer reported that when he turns the knob, the device turns on then off. He indicated that the therapy knob is not making proper contact with the optical switch. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when he turns the knob, the device turns on then off. He indicated that the therapy knob is not making proper contact with the optical switch. There was no reported pt involvement.